Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The product was returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Force sensor calibration failed 8110syringe. Step through calibration process with abbie and advised her to replace housing carriage assy. She will send the unit in for level 1 repair.